Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a post-implant pneumothorax was observed via x-ray. The patient experienced no symptoms and the outcome was resolved. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.